Event description:
It was reported that the patient had a bad fall which fractured her leads and caused stimulation to stop. Impedances were all >10,000 ohms. It was noted that due to the patient¿s condition, she was ¿always falling¿. The patient also had scarring. The leads were consequently replaced with a different lead type as they were ¿hard to get in¿, also due to the patient's condition. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead,lot# unknown, product type: lead. (B)(4).